Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2019. Additional information: concomitant medical products. Investigation summary: an actual open complaint sample was received. Complaint sample consists of broken suture strands needle. Returned complaint foil was visually inspected under magnification. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The returned needle was inspected under magnification and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for straight pull and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for straight pull value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average straight pull values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cataract surgery ¿ extra capsular cataract extraction procedure on (B)(6) 2018, and a suture was used. During surgery, while preparing to suture the cornea, the suture snapped while applying the first knot between the knot and the instrument holder. There were no adverse patient consequences reported.